Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: a visual and functional assessment was performed on the device the following steps failed: check for unintended motion check handpiece in ¿lock¿ mode check with hand switch in ¿lock¿ position check general function with test hand switch check function in fwd and rev running mode check function in ¿lock¿ mode with foot pedal check general function with foot pedal during service/repair the following was observed (technician note): functional tests and disassembly of the equipment were carried out, where it was identified that it is overheating and seized due to internal dirt and oxidation from a long period of use. During the service evaluation the following failures were identified: visual : corrosion/rusting/pitting conclusion: ¿ failure reported is confirmed ¿ root cause: faulty parts.

Event description:
It was reported that the pen drive device motor did not turn, was locked and overheating. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.